Event description:
It was reported that during a knee procedure, the tip of the screw snapped off in the tibial tunnel, not retrieved. According to the reporter the second screw would not pass into the patient. The surgeon was not able to achieve adequate intraosseous fixation so an extra cortical staple was used to complete the case. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided the most likely causes for this type of event are flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.